Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown, implanted: (B)(6) 2013, product type: unknown. (B)(4).

Event description:
At implant the bumpy anchor was able to slide off the lead when the physician tugged on it. After reviewing the implant guide it was realized that the anchor was placed on a wet lead and was moved via physician manipulation prior to the 15 second waiting period for the anchor to compress out the moisture and compress on the lead. Per the labeling for this device, at implant the physician is supposed to wait 15 seconds to allow the anchor to compress onto the wet lead.